Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.

Event description:
On the event date, the patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aneurysm. The devices were all deployed with no complications. During the final ballooning, a proximal type I endoleak was discovered. The physician opted to use an equalizer balloon to try the correct the endoleak. During the ballooning of the type I endoleak, the aorta ruptured. The patient was then converted to an open procedure. Subsequently the patient expired during the conversion. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.